Event description:
A customer contacted baxter's technical service center regarding air in the line on the homechoice unit during initial drain. The home patient (hp) stated that the registered nurse (rn) set up machine but forgot to put on the 12ft patient line extension. The hp followed instructions and added the patient line, connected himself and started initial drain but forgot to prime the patient line extension. The technical service representative (tsr) advised the hp would have to disconnect and start over using new supplies. On (B)(4) 2010, baxter followed up with the hp regarding the air in line. The hp stated that he was connected and as soon as the tsr advised to start over with new supplies he called his rn and she sent someone over to set up the machine again. The hp stated he discarded all the old supplies and did not reconnect. Hp reported there was no injury or medical intervention associated with this incident

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.